Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that the rn primed the tubing set and hung a bag of lactated ringers and connected it to the patient. Within moments, there was fluid leaking from the most distal port of the tubing. Upon assessment, it was found that the blue piston was stuck in the downward position. There were no other medications administered or ports used on the tubing set prior to the leak. The tubing set was replaced and the infusion continued without difficulty. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Event description:
It was reported that the rn primed the tubing set and hung a bag of lactated ringers and connected it to the patient. Within moments, there was fluid leaking from the most distal port of the tubing. Upon assessment, it was found that the blue piston was stuck in the downward position. There were no medications administered or ports used on the tubing set prior to the leak. The tubing set was replaced and the infusion continued without difficulty. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Patient demographics requested, however not provided. The customer¿s report that the tubing set leaked was not confirmed, however the report that the piston was stuck down was confirmed. Visual inspection of the set noted the piston of the lowest smartsite was recessed. No other obvious issues were identified. Functional and pressure testing resulted in no leaking. A lab set male luer was attached to the recessed smartsite piston. Fluid was observed to flow through and exit the primary set with no leaks. The male luer of the lab set was detached from the smartsite component. It was noted that the smartsite piston still remained stuck down. The root cause of the recessed piston was identified as an automated assembly issue during manufacturing of the smartsite component. Although there was no leaking noted upon investigation, the recessed smartsite piston on the received set may have been a likely contributor of the reported leak issue during use.